Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to omsi. Omsi checked the subject device and found the reported phenomenon, and also surmised that this phenomenon was attributed to insufficient reprocessing by the user. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at olympus medical systems (B)(4) (omsi), it was found that there was foreign material on groove or gap of the distal end. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being supplemented to correct the date that "date received by manufacturer" in the initial report submitted on september 27th, 2021 should be september 3rd, 2021, and not september 2nd, 2021 as previously reported. Also, this supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from (B)(4), omsc considered that there was possibility that the reported phenomenon was attributed to the following. The reprocessing around the forceps elevator after the procedure was insufficient. Since the user did not perform the reprocessing immediately after the procedure, the foreign material adhering to the forceps elevator dried and remained. The instruction manual provides preventive measures against the reported failure mode. If additional information is received, this report will be supplemented.